Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in clinic after receiving inappropriate shocks due to atrial fibrillation with rapid ventricular response. The extended charge time was also noted. Both patient and device will be monitored.